Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error alarm and had partial display. Customer's blood glucose level was unknown. Customer will return insulin pump for analysis.

Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to interface board. Unable to confirm watchdog timeout alarm, missing segments/partial display and unable to perform any tests due to blank display. Insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.